Manufacturer narrative:
Motor error alarm during basic occlusion test due to moisture damage force sensor resistor. The insulin pump rewinds properly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 6.3 mmol/l. During troubleshooting the customer was unable to complete the rewind pprocess. No further details were provided. The insulin pump will be returned for analysis.